Event description:
The customer reported to olympus that the uretero-reno videoscope forceps channel had a pinhole. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found residual liquid or foreign material come out of channel tube, and angle lock. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage, the angulation lever did not move smoothly, due to a pinhole on the channel tube water tightness was lost, the up/down plate was sticky, the universal cord was sticky, the control unit was sticky due to water leakage, due to damage, the angulation lever did not move smoothly, the light guide bundle was slipping down, and the video connector and the video connector case were deformed. The device was cleaned, disinfected and sterilized; water aspirated through the instrument/suction channel with no abnormalities observed. The customer wiped and brushed the instrument channel outlet, port, and suction cylinder with clean lint free cloth, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.